Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe that the biopsy channel leaked, and water invaded the device. This led to damaging the image sensor unit inside the connector, causing the reported failure mode. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, bronchovideoscope exhibited no image. The issue occurred during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.